Event description:
Related manufacturer reference number: 1627487-2024-00398 it was reported that patient experienced ineffective stimulation. Lead diagnostics showed there were high impedances. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.